Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(4) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient's medical history included an interstim device and a cervical scs. It was reported that the patient reports that he was not getting relief as before and the refills are further apart. Per the reporter the patient contacted the company representative on (B)(6) 2018 and stated that he had a dye study scheduled for (B)(6) 2018. The patient stated lack of efficacy and thinks his refills are not correct. The company representative would be at the appointment to determine. There were no details from the radiology center or the managing physician. There were no environmental, external or patient factors that may have led or contributed to the issue or actions/interventions taken to resolve the issue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information was received on 29-oct-2018 that reported that at the dye study they were unable to aspirate. The report would be sent to the physician by radiology. The cause of the patient¿s symptoms were determined to be a possible catheter issue. The actions interventions taken to resolve the issue the patient was to return to the implanting surgeon. No further complications were reported or anticipated.